Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03026. The pt received 2 trial scs leads with different lot numbers. It was reported during the trial procedure, the physician had difficulty placing the scs lead as it kept going anterior. The physician can ultimately able to place the scs lead. Additionally, during the procedure, the pt experienced a increase in blood pressure. It was also reported the pt was experiencing increasing pain in the back of her legs and back during the post-operative programming session. Subsequently, the trial ended early and the pt was hospitalized.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.